Manufacturer narrative:
(B)(4).

Event description:
New information reported that the patient was doing fine.

Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. After device software download, normal function resumed.